Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a21 alarm and button keypad anomaly due to blank display. Insulin pump received with moisture damage motor, vibrator and battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart and a cold reset was performed and the buttons were not working. Customer¿s blood glucose level was 104 mg/dl at the time of incident. Customer reported that she was not able to clear the alarm. Customer also reported that the insulin pump was exposed to water. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.